Event description:
Caller alleged discrepant low inratio inr result in comparison to an alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.9, poc inr: 3.4, therapeutic range: 2.0 - 3.0. There was no reported adverse patient sequelae, there was no additional information provided.

Manufacturer narrative:
Investigation pending.